Event description:
This middle-aged male was admitted to the ICU via the emergency room for a diagnosis of gi bleed and hepatic encephalopathy. The patient was subsequently intubated and mechanically ventilated and sedated for acute hypoxic respiratory failure. About one week following intubation, the rn noted the ventilator occluded circuit alarm went off. The patient was noted as biting the tube. A bite block was placed, and the patient was placed back on the ventilator, however the ventilator continued to alarm. The patient was again disconnected and ambu-bagged with 100% o2. The patient was lavaged and suctioned and a new ventilator put in place without any further incidents. The machine was taken out of service and tagged for inspection by bioengineering. Together with respiratory therapy, the bioengineer checked the ventilator with all the original attachments and there were no issues with the vent. The vendor was contacted and will be coming on site to inspect the ventilator. Inspection is pending at this time. Manufacturer response for mechanical ventilator, carefusion (per site reporter). Our bioengineer contacted carefusion's dispatch tech support who will be coming on site to evaluate the ventilator. Date and time of on-site evaluation remains pending at this time. Carefusion sales consultant for our facility has been notified of this event via email.